Event description:
The pt reportedly experienced sudden pain sensations. External equipment was exchanged; however, this has not resolved the issue. Surgery to explant the device has been scheduled. Advanced bionics is currently in the process of gathering add'l info. When more info becomes available, a supplemental report will be sent.